Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-00418. It was reported patient experienced ineffective therapy. X-rays revealed that the leads had migrated and out of the fore arm. To address the issue patient underwent surgical intervention on (B)(6) 2021, wherein the leads were repositioned. Post operatively effective therapy was restored.